Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
The customer reported via phone call that they had been playing with a cartridge for 2 days. Customer stated that every time they put it in the pump and prime, it keeps saying no delivery. Customer disconnected it and tried to put more insulin in it, but once it is connected to the set, it gives a no delivery. Customer stated that they are a controlled diabetic. Customer reported that the alarm was resolved by a complete set change and it occurred during manual prime. Customer would like to return the set and reservoir for analysis. Customer was not able to troubleshoot at the time of the call. Infusion set and reservoir will be replaced.